Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
**Update** (B)(6) 2013 - patient's x-rays were received. Complaint re-opened. **update** (B)(6) 2013 - patient's operative records were received. Records indicate upon revision osteolysis and poly wear were found, and also femoral loosening. The complaint was re-opened. The device associated with this report was still not returned. A complaint database search of the newly added products finds no other reported incidents against the provided product and lot combinations since there release for distribution. The investigation could not draw any conclusions about the reported event with the provided information. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Clinical report states a revision due to aseptic loosening of the tibial component doi: (B)(6) 2002, dor: (B)(6) 2012 (left knee). Update patients x-rays were received. Complaint re-opened. Update 02/12/2013 - patients operative records were received. Records indicate upon revision osteolysis and polwear were found, and also femoral loosening. The complaint was re-opened.